Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that the device was shocking the heck out of them the day before report for 45 minutes straight and that they were in crazy pain. The patient stated that they were walking to the grocery store and had been walking for around 15 minutes when it started. The patient noted that they took a step and doubled over and that it was doing it every 10 seconds. The patient synced with the implant and confirmed that the implantable neurostimulator (ins) was off. The patient stated that they shut the device off and it wasn¿t doing it anymore. It was indicated that there were no falls or trauma related to the issue. The patient was advised to follow up with their healthcare professional (hcp). No further complications were reported or were expected.